Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor went white. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse booted up the system several times, stressed the coiled cable and tapped on the monitor, and disassembled the monitor assembly. All cable connections to lcd, backlight inverter and video receiver pcb were removed, cleaned and reseated. Ribbon cable from video receiver to lcd appeared to be slightly loose or not fully seated on the lcd. Coiled cable connector to console appeared to have some grime and was cleaned with electrical contact cleaner. Monitor was reassembled and was again stressed and tested while the iabp was been exercised on a test catheter. No failure of any kind could be duplicated. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.